Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, the robot arm collided to the leksell starburst adaptor. It was needed to remove the sterile drape, release the robot brake and remove the robot arm manually. The device was re-started, the patient registration was re-performed and surgery continued without other issues. Before event occurred, the surgeon was warned by a medtech field service engineer that, due to the patient positioning, the trajectory the surgeon had planned would most likely not be accessible and would most likely lead to a collision.

Manufacturer narrative:
It was reported that a collision between the robot arm and the leksell starburst adaptor occurred. A full investigation of data logs has been performed and indicates that a first communication error occured due to the collision described. As the user should have released the pedal to avoid collision the issue can be considered as a user error. The investigation showed that a second communication error occurred probably due to an attempt of the user to clear the arm after collision but as instruments were still in contact it was not possible. The device worked as expected. This issue is a normal behavior of the device. The other causes for the other communication errors cannot be determined as the controller errors do not provide the arm connection time related to the event.